Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right ventricular lead was explanted and replaced due to noise. The patient was stable, before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. A complete lead was returned in two pieces. The connector portion (a) measured 13.5 cm while the distal portion (b) measured 50.0/51.5 cm (lead insulation/inner coil). Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion breaching the right ventricle cable lumen was found at 5.0 ¿ 6.0 cm from the distal tip beneath the right ventricle shock coil. The ethylene tetrafluoroethylene (etfe) cable coating of one right ventricle cable was also found to be abraded in this location.